Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd pst vacutainer tube there was erroneous results. It was reported by the literature review analyte loss for carbamazepine, phenytoin, and phenobarbital in pst tube. Analyte loss for carbamazepine, phenytoin, and phenobarbital (possibly due to gel interference/gel adsorption of drugs) in pst tubes at certain time points over the 7-day storage period. There was no report of patient experiencing adverse medical consequences.

Event description:
It was reported when using the unspecified bd pst vacutainer tube there was erroneous results. It was reported by the literature review analyte loss for carbamazepine, phenytoin, and phenobarbital in pst tube. Analyte loss for carbamazepine, phenytoin, and phenobarbital (possibly due to gel interference/gel adsorption of drugs) in pst tubes at certain time points over the 7-day storage period. There was no report of patient experiencing adverse medical consequences.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. All between-tube comparisons were within the tae goal of 10% for all drugs. A small number of within-tube stability results exceeded 10%, however there are several study limitations and other considerations that preclude establishing a product issue based on this single paper: 1. The sample size for the drugs in question was only n=10 (phenytoin and phenobarbital) and n=7 (carbamazepine). 2. For phenytoin, the sample size for therapeutic results was only n=2. 3. Lower (subtherapeutic) values in the dataset would tend to have larger % biases, for which a 10% criterion may be too tight (criteria in units is often more appropriate at low values). 4. Phenytoin demonstrated strange behavior in showing an increase in all tubes after day 1, including the pst¿ tube. This is inconsistent with other publications that show phenytoin tends to decrease over time when stored in gel tubes. 5. The same tube was sampled on each day over 7 days, leading to increasingly low sample volumes in the tube. For drugs that demonstrate some adsorption when stored in gel tubes, this will exaggerate the observed % bias over time. Given these multiple study limitations and that the observed biases that exceeded 10% only did so slightly (generally within 15%), it cannot be concluded from this single paper that any of the tubes demonstrate a clear, clinically unacceptable bias for storage of therapeutic drugs. The authors conclude that the barricor tube is superior to the pst¿ tube for tdm stability but acknowledge that some of their results for the pst¿ tube do not match with other publications. It is known in the literature that certain hydrophobic drugs may demonstrate adsorption onto the gel in gel separator tubes. Directionally, this publication is consistent with these other publications. However, these drugs may still demonstrate acceptable stability in gel tubes for laboratories, depending on the amount of sample on the gel, the time of storage, and the lab¿s acceptance criteria. Bd has data on file demonstrating stability of the same three drugs (phenytoin, carbamazepine and phenobarbital) within 10% over 24 hours storage in bd vacutainer® sst¿ tubes, which have the same gel as pst¿. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.